Event description:
Manufacturer was informed in 2006 of a patient who developed a mild stricture after treatment. This was dilated one time and the stricture and symptoms resolved. The event was transient in nature, treatable and not life threatening to the patient. No device malfunction was reported for this device. The catheter performed as intended and was discarded by the hospital at the end of the procedure. The generator used for treatment was not returned for evaluation since performed as intended. No correlation between the outcome of the event and the product performance could be established.